Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter: it was reported that there were additional issues including broken non patient end. Doa: (B)(6) 2022. Date of event: (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary customer returned (33) open bd autoshield duo pen needles without tear drop labels attached. All 33 returned pen needles were examined, and it was observed that 8 exhibited a bent non-patient end (npe) cannula, 1 exhibited a broken npe cannula, and 1 was missing a npe inner safety shield. The sample with the missing npe inner safety shield did not exhibit a damaged patient end (pe) or npe cannula, and the pe safety shield was not activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent or broken by the customer after handling the pen needles.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle cannula broke off. The following information was provided by the initial reporter : it was reported that there were additional issues including broken non patient end. Doa : (B)(6) 2022. Date of event : (B)(6) 2022.